Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a black cable/wire broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the black cable was frayed cable (e.g., cable intact but wire exposed). It was discovered after the procedure and no material has come loose and ended up in the patient; thus no patient injury has occurred. No loss of cautery or sign of arcing was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley to be related to the customer reported complaint. There was fragmentation of the insulation, but the size of the missing pieces cannot be confirmed, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire damage and no thermal damage was found on the instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.